Manufacturer narrative:
Risk assessment; the manufacturing records could not be reviewed because a lot number was not provided and the instrument was not returned. A plausible root cause could not be identified because the device was not returned

Event description:
It was reported that; no replacement available. Implant failed to expand or collapse due to an issue with tl inserter.

Event description:
It was reported that; no replacement available. Implant failed to expand or collapse due to an issue with tl inserter.